Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿intra-sac injection of thrombin during endovascular aneurysm repair to remedy type ii endoleak and promote sac shrinkage¿. Zhao sl, xiong jp, luan jy, et al. Vascular and endovascular surgery. 2024;58(2):151-157. Doi:10.1177/15385744231197457. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿intra-sac injection of thrombin during endovascular aneurysm repair to remedy type ii endoleak and promote sac shrinkage¿. The time frame of this study was over a four-year period. Multiple manufactures products were implanted. Endurant stent grafts were implanted in the patient population. Reliant balloons were used intraoperatively if a type ii endoleak was detected or if the patient had a ruptured aneurysm. The aim of the study was to evaluate the safety and effectiveness of intra-sac thrombin injection to remedy type ii endoleaks (t2els) during endovascular aneurysm repair. The following adverse events occurred: hematoma, fever, multiple organ failure, stroke, cardiac arrest, thrombosis, intervention patient mortality was reported but there is no causal link that a mdt product caused or contributed to any deaths. No further information was provided pertaining to medtronic products.